Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While preparing to insert, it was reported that the (aic) experienced a/c power issues. Console not holding power when plugged into wall suspected failure with cord or plug. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. The visual inspection of the returned plug for the ac power cord had a disconnected wire. The loose aic power cord wire caused the a/c power issues and inability to charge the batteries as the original incident description noted. This report is being filed as part of a retrospective review of historical records.